Manufacturer narrative:
Exact date unknown, event occured in (B)(6) 2020. Explant date: (B)(6) 2020.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. The patient was doing well postoperatively. The explanted device will not be returned.